Manufacturer narrative:
The device has not been received. A supplemental report will be submitted upon receipt of the product and completion of the investigation.

Event description:
A report was received from the user facility that the device stopped cutting but continued to aspirated during the procedure. The surgeon reported no surgical complications to the pt occurred.